Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized with high blood glucose. Date of hospitalization was (B)(6) 2015. The cause of the customer's high blood glucose was from a steroid shot. It was also found the customer was readmitted into the hospital on (B)(6) 2015 with a blood glucose of 460 mg/dl. Customer stated their blood glucose rose after eating. It was also found the customer did not feel well and had a fever from their high blood glucose. The customer also stated the cause of their hospitalization was from diabetic ketoacidosis. Customer was in the intensive care unit at the time of the call. The customer's blood glucose was 355 mg/dl at the time of the call. Troubleshooting did not find any issues with the customer's insulin pump. It was also reported the customer's cannula was slanted upon removal of their infusion set. Customer was advised to change out their infusion set, reservoir, and insulin. No additional information provided.